Event description:
Customer reported via phone call to have experienced a beep anomaly. Customer reported of not being able to hear the insulin pump beep. Customer also reported that sensor did not alert that blood glucose was at 47 mg/dl when it was set to alert when blood glucose reached 110 mg/dl. Insulin passed self-test, but beep was still not loud enough. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.